Manufacturer narrative:
As reported, a 018¿ 5mm x 4mm 40cm high pressure (hp) slalom thrill percutaneous transluminal angioplasty (pta) balloon catheter ruptured at 14 atmospheres (atm). It was then replaced with a new balloon catheter (non-cordis) to complete the procedure. There was no reported patient injury. Additional procedural details were requested but are unknown. The device was not returned for evaluation as it was discarded due to covid-19. A product history record (phr) review of lot 82183517 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. There is no additional information regarding patient or lesion characteristics for this event. Therefore, with the paucity of information available and without the return of the device for analysis, it is difficult to draw a clinical conclusion between the device and the event reported. It is likely vessel characteristics and procedural factors may have contributed to the reported event. According to the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, a 018¿ 5mm x 4mm 40cm high pressure (hp) slalom thrill percutaneous transluminal angioplasty (pta) balloon catheter ruptured at 14 atmospheres (atm). It was then replaced with a new balloon catheter (non-cordis) to complete the procedure. There was no reported patient injury. The device will not be returned for evaluation as it was discarded due to covid-19. Additional procedural details were requested but are unknown.